Event description:
According to the facility, during a mass excision, the gauze was "shredding inside a patient."

Manufacturer narrative:
According to the facility, during a mass excision, the gauze was "shredding inside a patient." Facility is unsure whether gauze fibers broke off inside a patient, however reports no serious injury or medical intervention needed for patient. There was a slight delay as a new sponge needed to be opened, and the procedure was able to be completed. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.